Manufacturer narrative:
(B)(4): the devices have been rec'd. The investigation has not yet been completed. A f/u report will be submitted with the findings.

Event description:
Customer reported a system error occurred on the alaris system. Reported dopamine, versed and lasix were infusing on an intubated, pediatric pt when the pc unit gave a loud screeching alarm. The user went into the pt's room and noted the pc unit displayed "system error"; "stars" were scrolling across the marquee on all the attached devices and all the infusions had stopped. Reported it took approx 2-3 minutes to replace the alaris system and restart the infusions. Stated the pt tolerated the interruption of the infusions without any change in blood pressure or vitals. No pt harm reported and no medical intervention required. The pt has since been discharged home from the hospital. Hospital biomed tested the devices and found them all within specification.